Manufacturer narrative:
(B)(4). Device returned 03/12/2016. (B)(6). (B)(4). Post market vigilance (pmv) led an evaluation of one premium plus ceea 31 instrument w/tilt-top opened by the account. The visual inspection of the staple guide noted the instrument was fully applied. The anvil of the instrument was observed to be tilted and attached to the instrument. A shallow knife impression was observed along the cutline impression in the cutting ring/mylar cover. Functionally, the device was applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, and the pushers advanced. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the reported condition may occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. Also, the instructions for use of this product states: when firing the stapler, make sure to fully squeeze the instrument handle until the metal underside of the handle contacts the stapler body to the fullest extent. Partial or incomplete handle squeezes may result in unacceptable staple formation and/or incomplete knife cut. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, during a laparoscopic low anterior resection after the device was fired for the anastomosis, the surgeon turned the wing nut two times and attempted to remove the device; however, the tissue of mouth side was partly uncut and the device did not release from the tissue. Cutting the tissue with scissors inserted from anal, the device was able to be removed from the gut. Though staples seemed to be placed properly, resection and anastomosis was performed again. No conversion to open procedure and expansion of incision occurred. Reinforcement material use in conjunction: not available. Gender: not available. Age and weight: not available. Operating time was extended: more than 30 min. Additional tissue resection: yes. Nothing fell into the cavity. There was oozing bleeding. A temporary ileostomy was created. Last patient's status: good.

Manufacturer narrative:
Per FDA request, this follow-up report was electronically resubmitted. All relevant substantive information was previously submitted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Tracking no: (B)(4). H 6: conclusion code disappeared from electronic form: FDA code 18.